Manufacturer narrative:
The main device, other components include: product ID: 8835, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that a volume discrepancy occurred during a pump refill. The actual residual volume in the pump was greater than the expected residual volume. The expected residual volume was 7.2 ml and the actual residual volume was 11.5 ml. It was also reported that the patient felt that their ptm was not giving them their boluses all of the time and they kept on seeing 2 hour lockouts. The lock out interval was noted as 2 hours. The manufacturer's representative noted that they did not have any further information at the time of the report as the hcp contacted him the night before on (B)(6) 2017. The manufacturer's representative reported that they would be meeting with the hcp on (B)(6) 2017. No symptoms were reported. No further complications were reported.